Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) emitted tones. Technical analysis of saved device data was requested which indicated the tones were triggered by low out-of-range pace impedance measurements on the right ventricular (rv) lead. There were no instances of noise or oversensing observed. The patient was seen for additional review and pace impedance measurements were noted to be low but stable with stable pacing thresholds. Provocation testing was also performed, and again there was no observation of noise. The physician elected to continue following the patient normally. It was further noted that the patient is not pacemaker dependent and no adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted body fluid contamination in all lead barrels. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis could not confirm the reported low out-of-range pace impedance measurements and did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received that this device was later explanted for an issue unrelated to the previously reported out-of-range impedance measurements. At the time of revision it was noted that the associated lead exhibited insulation damage and was surgically abandoned. No adverse patient effects were reported.